Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor sensor readings. The customer¿s blood glucose was 250mg/dl. Reportedly, the customer performed a pump reset and the pump and transmitter regained connection.